Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer reported that the maryland bipolar forceps instrument would not work/fire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, during failure analysis the instrument bipolar pin was found to be bent. The top bipolar pin was bent downward and both pins were loose. The chassis feature that acts as a hardstop for the pins was not broken. Instrument passed electrical continuity test. Failure analysis concluded that the bent damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.